Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case sa MDR ID: 2134265-2013-06141. It was reported that during preparation for a percutaneous coronary intervention, a guide wire separation occurred. The moderately tortuous and severely calcified lesion was located in an unspecified vessel. A 330cm rotawire was selected to advance to the lesion and a 1.5mm rotalink plus was advanced on the wire. A rotawire separation occurred during platform testing at 180,000rpms, while still external to the patient. The rotawire was exchanged for another of the same device; however, the rotalink plus could not be loaded on the wire and was therefore also exchanged for another of the same to complete the procedure. There were no patient complications reported and the patient's condition is good.

Event description:
Same case sa MDR ID: 2134265-2013-06141. It was reported that during preparation for a percutaneous coronary intervention, a guide wire separation occurred. The moderately tortuous and severely calcified lesion was located in an unspecified vessel. A 330cm rotawire was selected to advance to the lesion and a 1.5mm rotalink plus was advanced on the wire. A rotawire separation occurred during platform testing at 180,000rpms, while still external to the patient. The rotawire was exchanged for another of the same device; however, the rotalink plus could not be loaded on the wire and was therefore also exchanged for another of the same to complete the procedure. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No issues were noted with the unit¿s handshake connector during the connection of the device. An attempt was made to load a test guidewire onto the returned unit. Resistance was met in the annulus of the burr. A microscopic examination revealed the burr being misshapen and occluded with a saline like substance. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu gives detailed instructions on the proper set up of the rotablator system and states "verify that the guide wire tip is distal to the lesion and will not come in contact with the rotating burr". (B)(4).